Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the femoral artery. The 42x4mm, 95% stenosed, eccentric, de novo lesion being treated was located in the mildly calcified, moderately tortuous proximal left anterior descending artery. The physician predilated the target lesion with a 2.5x15mm apex balloon catheter at 8atm for 20 seconds, twice. Then the physician implanted a 3.50x28mm promus element plus stent in the target lesion and a 4.0x15mm nc quantum apex was advanced for postdilation. It was then noted that the proximal end of the 3.50x28mm promus element plus stent compressed about 8mm. The balloon catheter was inflated five times from 10 to 12atms. The procedure was completed with a 4.0x16mm promus element plus stent being deployed at 11atms for 20 seconds at the proximal edge of the compressed stent. No further patient complications were reported and patient's status is ok.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).